Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, sui, weakened connective tissues anterior and posterior. It was reported that the patient underwent mesh implantation on (B)(6) 2008 concurrently with cystoscopy, colpopexy and anterior colporrhaphy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 concurrently with colpopexy, posterior colporrhaphy, and cystoscopy. It was reported that following insertion the patient experienced pain, infection, recurrence of incontinence, dyspareunia. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and on (B)(6) 2012, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.